Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(4) 2015 and confirmed the reported event of permanent out of range.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The receiver case was opened and an interior inspection was performed along with a calibration and paring test. The test failed which confirms the reported event of a permanent out of range signal. The root cause was determined to be a defective component in the receiver's printed circuit board.